Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. Review of device history records show that lot released with no recorded anomaly related to the event.

Manufacturer narrative:
Evaluation of the returned device found evidence to suggest the issue likely occurred due to misuse. Products were possibly assembled incorrectly with cross threading and/or not being fully threaded against the shell implant or face plate impactor. If assembled improperly and then impacted, the threads may experience failure. Also the handle must be inspected for wear and disfigurement and prior to use to ensure the threads are not damaged.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. (B)(6).

Event description:
It was reported that patient underwent a hip arthroplasty procedure that utilized an acetabular cup inserter on (B)(6) 2014. During the procedure, the threaded end of the inserter fractured. The fractured piece was removed and another inserter was available to complete the procedure without injury to the patient or significant delay.